Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indiate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited sensing issues. It appeared there was an left ventricular (lv) sensed beat after an right atrial (ra) sensed beat. It was thought that the lv lead had dislodged and was sensing ra signals. A technical services (ts) consultant was contacted regarding this issue and recommended trying different lead configurations and performing an xray to confirm if the lead dislodged. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that this lead has been explanted. No adverse patient effects were reported.